Event description:
A clinician reported that the catheter kinked very easily. There was no reported patient injury as a result of this incident. This report represents the first of two incidents reported at the same time to merit medical systems by the same hospital. The hospital could not provide details about the two incidents.

Manufacturer narrative:
The device in question, a 4 french diagnostic cardiology catheter, was returned to merit medical systems for evaluation. Visual examination of the catheter confirmed that it was kinked. Processing records for the body tubing lot were evaluated for abnormalties and no unusual cirucumstances were noted. All samples tested during manufacturing met the acceptance criteria. Further investigation of the complaint log confirmed that no other complaints have been filed for this lot number. In addition, no complaints have been filed for this defect associated with any final sku lot number manufactured from the catheter's body tubing component lot number. The propensity toward catheter damage due to aggressive handling, stretching and torquing is exacerbated with the use of smaller size catheters, such as the subject 4f catheter. Even with these issues, many physicians prefer using small diameter catheters because they believe the clinical benefits outweigh associated risks. Based on the preceding factors, merit cannot determine a root cause but believes it is unlikely to have been a product problem and now considers the matter closed. Merit will continue to monitor events of this type to ensure that no increasing trends occur. Merit contacted the complainant to obtain the information required. The complainant reported that there are no relevant details.